Manufacturer narrative:
A follow-up report will be submitted upon completion of the complaint investigation.

Event description:
It was reported that during a right shoulder arthroscopy case, the distill tip from a 3.4mm micro scissor punch broke inside of the pt.